Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-aug-2019 with the following findings: evaluation revealed leak in the pump case. The pump was opened and evidence of moisture damage was found on the printed circuit board. The pump was not able to be adequately investigated due to moisture damage also reported on animas medwatch report number (B)(4) 2019. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). Report late due to transition from vmsr program.

Event description:
The pump was returned for investigation. Evaluation revealed internal moisture damage due to pump case leak. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 08-aug-2019.